Event description:
It was reported that the nurse burned her finger when trying to move the fiber. No further information was reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome, patient outcome, information about the product to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field d4: model number and catalog number. MFR email: (B)(4). H3 other text : the device was not returned.

Event description:
It was reported that the nurse burned their fingers when trying to move the fiber. No further information was reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome, patient outcome, information about the product to date, despite good faith efforts.

Manufacturer narrative:
MFR email: (B)(6).

Event description:
It was reported that the nurse burned her finger when trying to move the fiber. No further information was reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome, patient outcome, information about the product to date, despite good faith efforts.

Manufacturer narrative:
Correction to field d4: model number and catalog number MFR email: (B)(6).